Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, identify the model number, device available for evaluation?, date rec'd by MFR. Type of reports, if follow-up, what type?, device evaluated by MFR?, device MFR. Date, evaluation codes, additional MFR. Narrative. On (B)(6) 2017, it was reported that the mesher would not close properly and the comb was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the comb was bent and pre-test could not be performed. It was also noted that the cutter was not able to be inserted and lid closed due to bent comb. It was noted that handle have no lubrication and shoulder bolts, washers and nuts to be replaced. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb, shoulder bolts, cap nut ,washers and lubricated the handle . Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was bent and the cutter was not able to be inserted and lid closed due to bent comb. The root cause for mesher not closing properly was due to the cutter not inserting through the bent comb. The service technician noted the bent comb and that the bent comb was preventing a cutter from being inserted, therefore causing the device to not close properly. While the service technician did confirm the reported damaged comb, based on the information provided, it cannot be determined how the comb became bent. Therefore, the root cause that the comb being damaged cannot be specifically determined. The device functioned as intended after replacement of the comb, shoulder bolts, cap nut, washers and lubricated the handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the mesher would not close properly and the comb was damaged. Subsequently this caused no patient harm. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.